Event description:
I had my 5th surgery at hosp by dr, who put inside a kugel hernia patch, I want to sue. I've had it! This is my 5th surgery on the same site. All this time, I've had every symptom stated in re-call advertisements. I now have a firm representing me but, since I sent him the work contact, I hadn't heard from them, I've written with no responses and need a lawyer firm who will keep me informed. I think I've always had a recalled product in my side and have suffered alot.